Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a pancreatectomy, the knives came off the track and jammed in the instruments. There was no tissue loss or bleeding greater than 250cc reported. The pt is currently in good condition. This occurred with four devices during the procedure. The other devices can be reference on MFR. Report #'s: 1717344-2010-00765, 1717344-2010-00763, 1717344-2010-00762.